Manufacturer narrative:
Based on the medical record review, post implant of ventralex meshes (device #1, #2), patient had bacterial infection, cutaneous fistula, cellulitis, abscess, thereby underwent laparoscopic repair with the removal of meshes (device #1, #2). Per plaintiff profile form, patient had abscess, seroma, chronic infection, cellulitis, abdominal draining and alleges patient death. No information regarding patient¿s death in the medical records provided to date and no autopsy report, or death certificate have been provided." Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. This emdr represents the bard mesh - ventralex (device #2). An additional supplemental emdr was submitted to represent the bard mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 ¿ patient was diagnosed with recurrent ventral hernia above umbilicus thereby underwent open repair with ventralex mesh (device #1, #2). Per op notes, ¿a ventralex patch (device #1) was placed into preperitoneal pocket and sutured. Then, prudent trocar site was repaired using ventralex patch (device #2) placed between the fascia and the peritoneum and secured using sutures catching a portion of underlying mesh (device #1).¿ on (B)(6) 2015 ¿ patient was diagnosed with cellulitis and abscess thereby underwent incision & drainage of abscess. Per notes, ¿a small amount of serous fluid was obtained, and antibiotics were provided.¿ on (B)(6) 2016 ¿ patient was diagnosed with infected umbilical mesh with cutaneous fistula thereby underwent laparoscopic repair with the removal of meshes (device #1, #2). Per op notes, ¿a old cutaneous defects eroded through the abdominal wall and mesh (device#1, #2) were noted. The mesh (device #1, #2) imbedded into fascia was removed completely. Peritoneum had chronic granulation tissue was excised.¿ attorney alleges that the patient passed away on (B)(6) 2017.